Event description:
It has been reported that the cement was like semolina when mixed and therefore not used. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The product was returned and lab analysis was performed. The product analysis shows that the pouch was empty. The aspect of the mixed cement is inhomogeneous. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. 6 complaints, this one included, have been recorded on optipac 40 refobacin bone cement r-3, reference 4710500394-3, from ever to 19 march 2020. One complaint, this one included, has been recorded over the batch 908aa01600. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the cement was like semolina when mixed and therefore not used. No impact patient has been reported. No delay more than 30 minutes.